Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow-up report will be submitted.

Event description:
It was reported that the spo2 value would change from 97% to 47% sporadically. The measurements were obtained by using an "oxitest plus 7" simulator. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over one (1) month with no previous reported issues prior to this reported event.